Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: surgical intervention, cap con unknown grade. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a mentor memorygel, 425cc silicone on the right side, and unknown mentor silicone on the left side breast implants which the patient experienced rupture, and bilateral capsular contracture baker grade IV on the right, and unknown grade on the left side after implantation. The issue of capsular contracture confirmed by the physician and rupture identified during surgery. The physician reported that the patient suffered from pain and asymmetry in both breasts. As a result, patient underwent right implant open capsulectomy, pocket revision, bilateral mastopexy, and replacement of the right side with; r/ cat#: 3504254bc sn#: (B)(4) on (B)(6) 2020. This report relates to the left prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: surgical intervention, cap con unknown grade. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a mentor memorygel, 425cc silicone on the right side, and unknown mentor silicone on the left side breast implants which the patient experienced rupture, and bilateral capsular contracture baker grade IV on the right, and unknown grade on the left side after implantation. The issue of capsular contracture confirmed by the physician and rupture identified during surgery. The physician reported that the patient suffered from pain and asymmetry in both breasts. As a result, patient underwent right implant open capsulectomy, pocket revision, bilateral mastopexy, and replacement of the right side with; r/ cat#: 3504254bc sn#: (B)(4) on (B)(6) 2020. This report relates to the left prosthesis.